Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that before an unknown cori procedure, the surgical tech opened the tray and noticed there was something inside the robotic drill attachment. It was originally thought to be bioburden left over from a previous case, but then it was identified as a silver ring. It looks like a ring inside the robotic drill attachment became loose. The attachment was taken out of the field and the case proceeded as normal with one of the other ones. No delay or additional complications were reported.

Manufacturer narrative:
The cori drill attachment p/n rob10015 (B)(6) intended for use in treatment was returned. Nothing visually contributed to the reported problem. A functional evaluation was performed. A test was run and the failed. The reported problem was confirmed. The drill attachment shaft is obstructed. An internal bearing failed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event was internal bearing failure causing the shaft to be obstructed. Based on the investigation, no further containment or corrective action is recommended or required at this time.